Event description:
Customer called on (B)(4) 2012 reporting of a leak inside the beckman coulter lh 750 hematology analyzer. Customer was wearing gloves at the time of the event and no exposure or injury was reported. Customer stated that patient results were not affected by the leak and therefore no change to patient treatment was attributed with the event. Field service engineer (fse) was dispatched and found a leak at the probe assembly. Fse noted that the probe wipe rinse block was split and proceeded to replace the probe assembly. Repair was then verified per established procedures.

Manufacturer narrative:
Evaluation code - results code - (other): probe wipe rinse block was split. (B)(4).